Event description:
It was reported that the pump was replaced due to normal battery depletion. The catheter was revised at the same time. No device troubleshooting was performed. The pt was receiving lioresal 2000 mcg/ml at a daily dose of 330 mcg/day. No pt injury was reported.

Manufacturer narrative:
The proximal piece 6.2 cm & straight pump connector were returned for analysis. The catheter has a hole located at the end of the pump connector. Final device analysis reveals catheter leakage - hole. The cause was undetermined.